Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the proximal left anterior descending artery. A 1.50mm rotalink plus was selected for use. The device was set at 185,000 rpm during the case. During the procedure, it was noted that the physician was having problems delivering the burr to the lesion. Then, when the physician stepped on the foot pedal, he still could not advance the burr. Two attempts were made and when he went to pull back on the advancer, the burr became stuck in the lesion. The physician then tried to dynaglide the burr out of the lesion but it was still stuck. When dynaglide was tried a second time, the burr head came off of the catheter and remained on the rotawire. The physician was able to pass a balloon past the burr head, inflate the balloon, and then pulled everything back into the guide and retrieve the burr head. Then the lesion was ballooned aggressively and stented. No further patient complications were reported and the patient was stable and did fine during the entire case.